Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an interbody fusion (l2-3) procedure for stenosis, the cage was filled with bones, placed on the inserter, and inserted into the interbody space. The cage could not be removed despite multiple attempts over 10 minutes, requiring removal from the body with significant force. After reinsertion, the cage again could not be detached in the interbody, resulting in approximately a 30-minute surgical delay. The cage was then replaced with another device, which functioned as intended. The surgery was completed successfully.